Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-4, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7077671. Brand name: linear 3-4, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7077721.

Event description:
It was reported that during a routine post spinal cord stimulation implant review, it was noted that the edges of the patients two incision sites appeared to be a bit red and inflamed. The physician consulted with one of his colleagues, and they do not believe the patient developed an infection. It was assessed that the patient experienced a reaction to something on the wound edges. The patient was administered antibiotics as a precaution, and will use a cream with steroids, anti-fungal, and anti microbe properties. Upon follow up, the physician reported that the wounds have settled down and the patient is recovering normally now.